Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture. The 100% stenosed target lesion was located in the severely tortuous and severely calcified brachial vein. A 6.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmosphere for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable.